Event description:
The reporter stated the surgeon inserted a silicone three piece lens in the patient's right eye (od) but was unable to position the lens in the eye. The lens was cut into pieces to remove. There was no reported injury and another lens was implanted.

Manufacturer narrative:
Other (unable to position lens in eye) - evaluation: other - lens work order search. Results: other - visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.